Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument had a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the yaw pulley. The cable was fully broken. Additional observation not related to customer complaint: the instrument was found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 0.0935¿ x 0.0595¿. Additional observation not related to customer complaint: the instrument was found to have a dislodged conductor wire at the yaw pulley. The instrument passed the electrical continuity. Common causes of broken - distal instrument pitch cables, whether partial or full, may be attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. Common causes of the failure mode broken instrument bipolar yaw pulley are typically attributed to the user, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.